Event description:
A customer reported a fluid leak on coulter lh750 hematology analyzer. The fluid appeared to be lh diluent. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. An exposure control or risk management plan in place at the customer's facility. The material safety data sheet (msds) was not reviewed however it is readily available. There was no death, injury or change to patient treatment attributed or connected with this complaint.

Manufacturer narrative:
The field service engineer (fse) indicated that the customer had repaired the leak in pinch valve pv58 prior to the fse's arrival. Diluent, clenz, latron, isoton, and blood pass through pinch valve pv58. The root cause for this event was not determined.